Event description:
It was reported in an abstract study that 11 patients underwent balloon kyphoplasty procedures (bkp) for treatment of vertebrae t10 (n=1), t12 (n=5), l1 (n=4) and l4 (n=1) within a 25 month period. It was reported that "2 cases of failed bkp occurred and required reoperation". Comparative study of the postoperative outcomes found that there were no significant differences in genders, treated vertebral levels and plain x-ray imaging findings. In cases of good or lower outcome, low signals and high signals were shown around the pseudarthrosis site and bone cement on t1w MRI and t2w MRI, respectively. No other information was provided.

Manufacturer narrative:
Literature citation: shinji kotaka, yasushi fujiwara, hideki manabe, akira miyauchi, bunichiro izumi. "Postoperative outcome and imaging findings of percutaneous balloon kyphoplasty (bkp) for osteoporotic vertebral fractures". A (B)(6) years old (mean age: 74 years). Four males and seven females. Date of event is unknown. (B)(6). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.